Manufacturer narrative:
Follow-up received on 10-aug-2016. (B)(4). Lot number: d40629. (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and two months later, she developed severe persistent pelvic pain. A plain abdomen x-ray was done and showed normal result. The 3d ultrasound and MRI showed correct position of the inserts and no pathology in uterus. The patient requested hysterectomy and refused salpingectomy. The hysterectomy was scheduled. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal will be required (implied). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 12-jul-2016 and 13-jul-2016 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. The patient developed several symptoms that were getting worse three months after essure insertion: memory loss and other events. The patient developed severe persistent pelvic pain since the end of (B)(6) 2016 in association with iterative fibromyalgia, memory loss and migraine. A plain abdomen x-ray was done and showed normal result. A 3d ultrasound and MRI showed correct position of the inserts and no pathology in uterus. The patient requested hysterectomy and refused salpingectomy. Hysterectomy will be performed on (B)(6) 2016. Follow-up information received on 20-jul-2016: the health authority reference number was provided: (B)(6). Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and two months later, she developed severe persistent pelvic pain. A plain abdomen x-ray was done and showed normal result. The 3d ultrasound and MRI showed correct position of the inserts and no pathology in uterus. The patient requested hysterectomy and refused salpingectomy. The hysterectomy was scheduled. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal will be required (implied). A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up 13-sep-2016: no further information was provided despite follow up attempts. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1521 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and two months later, she developed severe persistent pelvic pain. A plain abdomen x-ray was done and showed normal result. The 3d ultrasound and MRI showed correct position of the inserts and no pathology in uterus. The patient requested hysterectomy and refused salpingectomy. The hysterectomy was scheduled. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal will be required (implied). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.